Event description:
The following information was provided: pt reported; this pi covers the patient's left hip. Both of their hip implants broke between the femoral neck. The head separated or broke. Trident 52 cup 3600 degree times 3 polyethylene cap and 4.5 by 1 and 2733 accolade stem 10 + 5 * 336mm cobalt head and both of them at different times have broken in almost identical place.